Manufacturer narrative:
Manufacturer review¿determined¿that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the ilet pump repeatedly displayed alert 41 indicating an insulin shaft rewind error, including an unable to proceed message on attempted rewind during a dry run, despite multiple restarts and adequate battery charge, with no reported physical damage to the pump. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the ilet pump with return of the original device. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.